Event description:
Covidien received information that this patient expired post procedure. The patient death was reported to be secondary to stroke and complications of stroke treatment. It was reported that there was a possible perforation injury resulting from the stent. The device was discarded. No further information was provided by the physician.

Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined. (B)(4).